Manufacturer narrative:
(B)(4). Fracture of the re conductor was noted under the strain relief coil, consistent with the field observation of noise and inappropriate therapy delivery.

Event description:
It was reported that ventricular fibrillation caused by lead noise was observed. It was noted that the lead was broken and that the noise triggered inappropriate shock from a fully functional rv lead. The lead was explanted and replaced. The patient was stable.